Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00218-00 for details pertinent to this event. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. However, the investigation could not identify a root cause for the observed particulates. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that mold was found in the tracheal cannula while it was being removed. The cannula was reusable and was reprocessed up to 10 times. Prior to insertion, the tracheal cannula had been cleaned and stored as instructed by the provider and in accordance with the user instructions. There were no harm or adverse events reported as a result of the event.